Event description:
The lay user/patient contacted lifescan (lfs) on june 8, 2007 alleging inaccurate high readings his one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions on june 8, 2007 and obtained/verified the following information: on the night of 2007 at 10:45 pm, the patient obtained a 16.0 mmol/l (288 mg/dl). The reading was normal for her. She had no symptoms at the time of testing. She took glargine insulin 28 units (set amount) and went to bed. She does not eat a snack prior to going to bed. The following morning at 3:00 am, the patient's husband woke her up and suggested she test based on her physician's recommendation. The patient had no symptoms at the time and obtained a 17.0 mmol/l (306 mg/dl). She did not treat herself and went back to bed. At 7:00 am, the patient was sweaty and shaky. Her husband attempted to wake the patient up; however, she became unconscious. He did not attempt to test her blood glucose at the time of the event and contacted the paramedics. Paramedics arrived at 7:05 am and tested the patient using their meter and obtained a 1.7 mmol/l (30 mg/dl) and then treated her with "glargon" injection. The patient regained consciousness 3-4 minutes later after treatment. Husband then gave his wife something to eat (milk and toast with jam). After eating, the paramedics retested the patient using their meter and obtained a 5.0 mmol/l (90 mg/dl) the patients medication was not altered at any time and she was not taken to the hospital. The following month, the patient tested her blood glucose and obtained a 5.8 mmol/l (104 mg/dl) at 10:45 pm and then obtained a 8.8 mmol/l (158 mg/dl) at 10:53 pm. The results fall between the a&b zone of the consensus error grid; however, falls out of specs based on the accuracy and precision guidelines. She then took 28 mg of glargine insulin. The next day, at 7:23 am, the patient tested her blood glucose and obtained a 24.8 mmol/l (446 mg/dl). She then ate breakfast, which consisted of a bowl of mini shredded wheat and 2 cups of coffee. She then went to the physician's office at 9:30 am and tested on the physician's meter with a result of 27.0 mmol/l (486 mg/dl). She did not exhibit any symptoms at the physicians office and he did not treat the patient. The results are within lifescan's specifications for meter-to-meter comparisons. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done, since the patient did not have control solution. Customer care advocate (cca) sent the patient a replacement meter and test strips and sending the patient a new vial of control solution. The complaint is being reported because the patient alleged an inaccurate high reading, and became unconscious later that morning.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.